Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was unable to locate the app icon. Data was received but will not be investigated as it will not confirm the allegation or determine a probable cause. The probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). Additional narratives/data: initial medwatch was submitted with verbiage (B)(4). Patient was unable to identify device issue therefore a more specific code could not be selected." This is incorrect and should be omitted.

Event description:
Subsequent to the initial MDR, a correction is required.